Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2019 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020. It was reported that the patient experienced severe pain, dense adhesions, bowel resection, scarring, bulging, inflammation, stress, and anxiety. No additional information was provided.